Event description:
Related to MFR report # 2183959-2012-00854. On or about (B)(6) 2010, an ams miniarc was implanted. Plaintiff's attorney has alleged that, "plaintiff has suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," and will likely undergo corrective surgery and hospitalization, underwent extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.